Manufacturer narrative:
The device is used for treatment not diagnosis. The controller ((B)(4)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The controller passes visual and functional testing. Thorough external visual inspection of the device revealed no signs of physical damage or contamination. The reported event could not be confirmed. The analyzed device performed per specification under testing conditions and was unable to duplicate the reported event at bench level. An internal visual examination found no evidence of overheating or burnt components. System testing did not indicate any abnormal operation of the controller or evidence that the controller was overheating. Supplemental testing showed that the controller's heat dissipation was normal. Applicable risk documentation and experience with events of similar circumstances were considered; events with an overheating controller are may be attributed to a faulty internal component within the controller. The cause of the reported event could not be conclusively determined; testing revealed the controller's heat dissipation to be normal. There are no known clinical or user related factors that could have contributed to this event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
The patient reported that the controller was hot; taking the device out of the carrying case did not resolve the issue. The controller was exchanged and the patient was provided with a replacement device. There was no reported patient injury as a result of this event.